Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the expected reservoir volume was 20 cc and the actual reservoir volume was 18.5 cc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6)2017.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (15.0 mg/ml at 3.303 mg/day) and bupivacaine (10.0 mg/ml at 2.202 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported during a pump refill the patient reported sensation of anxiety, no pain, and numbness all over. The pump was re-accessed and found to be short 1.5ml. The patient was admitted to the hospital overnight for observation. The pump was reprogrammed on (B)(6) 2017. Examination on (B)(6) 2017 gave results of pocket fill. The clinical diagnosis was drug overdose symptoms. The event outcome was ongoing. The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.